Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer to obtain further information, and for the return of the original product, were unsuccessful. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to medela customer service that the power adapter for her pump in style advanced breast pump had completely opened, indicating a breach, which is a safety risk.